Event description:
A hospital in (B)(6) has reported that an mr290 autofeed humidification chamber leaked during use causing a ventilator alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint chamber is part of an rt200 breathing circuit kit. The lot number for the complaint chamber has not been provided, however the lot number for the breathing circuit kit is 110527 (device manufacturer date - 05/27/2011) the complaint device is not expected to be returned to fisher & paykel healthcare for evaluation. The hospital has reported that the complaint chamber was contaminated and has been discarded. Attempts to obtain further information with regard to the set up, therapy used and the nature of the damage was unsuccessful. Without the return of the complaint device and detailed information we are unable to determine what may have caused the problem observed by the customer. Every mr290 chamber is pressure tested to 200cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The user instructions which accompany the mr290 chamber state that the following: - "set appropriate ventilator alarm" - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient"